Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the nurse loaded the device with ecr60d and clicked it into place. The reload seemed a bit loose, the nurse told the surgeon that it seemed loose but the surgeon was happy to use it. The surgeon fired the gun across stomach successfully. The nurse then tried to reload the device but the reload was really loose and would not "click" into place. The nurse tried another two reloads from different batches and they would not load correctly. Then the device was changed for another device and the reloads which would not click properly into the first device, clicked into place as expected and used successfully. Procedure was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Cartridge installation. The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully loaded with staples reload. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cartridge was loaded and unloaded from the device very easily. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Before firing. What other colour cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No (unless you count that no loud click was heard when reload snapped into place). Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? See above.